Manufacturer narrative:
At analysis the customer comment that the programmer was unable to auto-identify an implantable heart device was confirmed and it was additionally noted that there was extensive corrosion inside the programmer. The programmer was replaced and it was recommended that it be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not auto identify the device. The process begun but then went back to defaults. Another programmer was used or clinic selected the correct model and software was manually chosen. There were no issues once software was pulled up. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.